Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d2, d4, g4, h4.

Event description:
Patient reported right side rupture. Healthcare professional capsular contracture, baker grade iii. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.